Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to a charge time (CT) of 22.5 seconds. It was noted that the patient had received an appropriate shock for a ventricular fibrillation (vf). Eri behavior was questioned boston scientific technical services (ts) discussed eri was due to CT and recommended device replacement. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.